Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm synchroseal instrument was analyzed and found the primary failure of imprecise motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system and exhibited imprecise motion. The grip tips would not fully close. No loose grip cable or obvious signs of damage were found. There were no ceramic dots missing, and a review of the logs showed no errors. The instrument was transferred to advanced failure analysis (afa) for further investigation. Afa confirmed the initial fa finding that the grip would not close. The jaw cover was removed, and it was noted that the distal pin that goes into the crimped fitting was broken in half. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument jaws would not close. The surgeon had to use another instrument to close the jaws to remove the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm synchroseal instrument associated with the customer-reported complaint. The instrument was analyzed and exhibited imprecise motion, and the grips would not fully close. The jaw cover was removed, and it was not that the distal pin that goes into the crimped fitting was broken in half. A review of the logs showed that the instrument was used for about 1 hour, 48 minutes. Qty (B)(4) coag events with no errors, qty (B)(4) seal events with 15 high initial starting impedance errors and qty 113 transect events with 2 high initial starting impedance errors were observed. The instrument was used for a considerably long period of time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the corrected annex d code.